Event description:
During pelvic venogram with percutaneous transluminal venoplasty, the balloon ruptured while inflating the balloon. The balloon was removed from the patient and there was no adverse outcome.